Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via right common femoral vein due to post trauma. Patient is alleging tilt, vena cava perforation, deep vein thrombosis and caval thrombosis. The patient further alleges right leg pain causing fall or gait clumsiness, depression and anxiety. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2013, ¿clot is identified extending from the right femoral vasculature through the ivc filter. Additional clot is present within the left iliac veins as well. No clot is identified extending above the filter.¿ per a right lower extremity venogram, mechanical thrombectomy and angioplasty operative report dated (B)(6) 2013, ¿successful right lower extremity venogram with mechanical thrombectomy of extensive clot from the popliteal fossa through the ivc filter. Minimal residual clot remains within the femoral vein, external iliac vein and ivc which is expected to autolyse with continued anticoagulation.¿ CT of abdomen dated (B)(6) 2018, ¿findings: an ivc filter is in place. The superior end is slightly tilted leftward such that the superior tip contacts the left lateral wall of the ivc. The struts appear intact. The inferior ends of the 4 larger caliber struts extend beyond the wall of the ivc by as much as 10 mm. The inferior ends of the more smaller caliber struts along the patient's right side extend beyond the wall of the ivc by as much as 10 mm. I see no surrounding inflammatory changes. I see no involvement of the adjacent abdominal aorta. The right renal vein is situated slightly more inferior to the left renal vein. The superior tip of the ivc filter is positioned about 6mm inferior to the right renal vein. I see no narrowing of the ivc.¿ it has been reported the patient expired on (B)(6) 2019 without furthers details. Per certificate of death, dated (B)(6) 2019, immediate cause of death asphyxia with an underlying cause of hanging.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, deep vein thrombosis (dvt), caval thrombosis, tilt, pain, gait difficulties, depression and anxiety. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, gait difficulties, depression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.